Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the customer replaced the power management (pm) printed circuit board (pcb) then suddenly the biomed heard some clicking and saw sparks and smoke coming from the pm pcb. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Date of report: 10sep2018. (B)(4). MFR info: updated contact name. Date rec'd by MFR. 27 jun2018. The field service engineer (fse) found the motor controller had started smoking after being replaced and the vent was inoperative. The customer had already removed the motor controller board and power management board out of the equipment before fse arrival. The unit powered up and in turn burned up the motor controller. He recommended to replacement of the power management, motor controller, and the central processing unit(cpu). The reported problem was confirmed. The unit was repaired. The assy, pcba,cpu,v60 and assy,pcb,mtr ctrlr,v60 was returned for failure investigation. Visual inspection of the cpu board revealed no evidence of damage or contamination. Visual inspection of the motor controller (mc) pcba revealed heat related damage to c164 and c163 which are both ceramic 22 micro-farad 20% 25 volt capacitors. During debugging it was found that c164 and c163, which are both ceramic 22 micro-farad 20% 25 volt capacitors, were both shorted on the motor controller pcba. This caused the 12 volt signal too short to ground. C163 and c164 will be removed and replaced on the motor controller pcba. The returned power management (pm) pcba was returned to fi( failure investigation) for analysis. Visual inspection of power management (pm) pcba revealed no evidence of damage or contamination. During debugging found l2 primary coil and secondary coil shorted. The l2 was replaced on the pm pcba. The cpu, motor controller, and power management board were replaced to address reported problem. No additional patient information provided by the customer.